Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was a recording problem on the insertable cardiac monitor during an episode of malaise due to a saturation of the memory by inappropriate atrial fibrillation detection. The patient was enrolled in the insight (r)xt study. The monitor was explanted per patient request. No patient complications were reported as a result of this event.